Event description:
In incoming inspection at distribution, it was found that there was a metal piece in the blister package. This event was found for 1 of 100 units received on our (B)(4).

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.